Event description:
It has been reported to philips that the foot switch did not work correctly. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned by using the same footswitch after reconnecting the pedal cable to the table. The philips remote service engineer (rse) communicated with the customer and confirmed that the wired footswitch did not work correctly. Upon troubleshooting, the rse found intermittent issue with the wired footswitch. To resolve the reported issue the local engineer had reconnected the wired footswitch pedal cable to the table and secured the cable. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.